Manufacturer narrative:
(B)(6). The reported event is confirmed through medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: op note- swelling and some mechanical problems with signs of polyethylene wear. Osteolysis around proximal ulnar component but distal aspect appears to be well fixed. Some synovitis with metal debris identified and debrided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a hinge-type elbow arthroplasty is present. There is no dislocation. Extensive radiolucency reflecting osteolysis is noted along the mid to distal humeral implant. Small radiolucencies are noted within the ulnar cement without evidence of loosening. There is posterior soft tissue swelling that may reflect olecranon bursitis. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision of a right elbow arthroplasty, then developed swelling and signs of polyethylene wear approximately fifteen (15) years post-implantation, requiring an additional revision surgery approximately three and a half (3.5) years ago. The bushings were revised, and all other implants remained in place. Attempts have been made, and no further information has been provided.